Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise, pacing inhibition, high out-of-range impedance measurements and increased threshold measurements due to lead fracture. The patient is pacemaker dependent and reported feeling dizzy and lightheaded. Isometrics and pocket manipulations were successful in recreating noise. The sensitivity was reprogrammed and automatic capture was programmed on. The patient will be remotely monitored pending surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the extracting stylet stuck inside the lead. There was residual calcification noted near the tip ring and on the tip along with explant damage. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. The resistance tests showed out-of-range impedances which returned to normal limits after removal of some of the calcification. Analysis could not confirm lead fracture as the lead passed electrical testing. Analysis confirmed that the rise in impedance, increasing thresholds, and pacing inhibition. It appears that calcification has built up on the lead's distal tip area creating a non-conductive barrier between the lead tip and the tissue, thereby gradually increasing the thresholds and contributing to loss of pacing as the calcification built up over time.

Event description:
New information received indicates that surgical intervention was performed and the lead was extracted.